Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately erratic. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. During the follow-up call, the patient informed the mss that he began to test with the subject meter approximately 3-4 weeks prior to contacting lfs when he was informed by his hcp that he was a ¿borderline diabetic¿ based on hba1c results. The patient was advised by his doctor to test his blood glucose and attempt to manage his blood glucose levels with diet and exercise. The patient confirmed he does not take any medication to help him manage his blood glucose levels. The patient reported that on (B)(6) 2014 he developed ¿frequent urination¿. The patient mentioned he had been reading a lot on diabetes and saw that the symptom was associated with a high blood glucose. The patient claimed when he tested his blood glucose on (B)(6) 2014 when already symptomatic he obtained blood glucose readings of ¿92 and 82 mg/dl¿ with the subject meter, performed within a couple of minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of less than or equal to 20 mg/dl. The patient did not feel the readings obtained with the subject meter correlated with his symptom. The patient claimed he exercised more in response to the symptom and stated the symptom abated the following day. The patient informed the mss that prior to onset of symptom he was obtaining blood glucose readings below 100 mg/dl. At the time of troubleshooting, the patient did not have control solution available to test the subject meter and test strips. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after obtaining alleged inaccurate low results with the subject meter.